Event description:
Un-report, as the device is non-allergan.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth due to concern with the product. Capsular contracture baker grade unknown was discovered intraoperatively.

Event description:
Patient's spouse reported a left side rupture and exchange from textured to smooth due to concern with the product. Healthcare professional later confirmed reported events. MRI also confirmed rupture. Physician later discovered a capsular contracture baker grade unknown intraoperatively. Capsulectomy was performed during device explantation.